Event description:
It was reported there was an approximately 475 lbs patient on the bed when the caregiver was making the bed. The siderail was not latched completely due to the patient¿s body interfering with the edge of the bed. When the caregiver was standing, the siderail reportedly unlatched and hit his foot. The caregiver went to the doctor and it was found that he bruised his foot, requiring him to use a cane for 3-6 weeks.

Manufacturer narrative:
It was apparent that the siderail could not be latched properly due to the patient's size and the customer is not alleging a malfunction related to this reported event. The siderail reportedly dropped due to not being able to be securely latched into place. No malfunction is being alleged.